Event description:
Slip was reported. Additional information has been requested. Linked to mfg report number: 3004608878-2017-00150.

Manufacturer narrative:
Investigation completed 5/23/2017. No manufacturing or design related trend has been identified. Photos provided, however, they did not show any numbers or part ID information that would enable us to complete a DHR review. Also the photos did not help us confirm the failure or determine root cause. The root caused could not be determined at this time, the product has not been returned to integra for evaluation after several documented requests.